Event description:
The condition of a colleague infusion pump with an "error log 810:15 displayed" was reported to baxter (B)(4) technical services. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:15 was confirmed during product evaluation. The root cause was determined to be a defective pmu (pumphead module). It is unknown at this time if any repairs were made to the device to correct the reported condition. Additional information: this involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00.